Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's clinical data was provided. Review of the clinical data file determined the rhythm analyzed likely should have been shocked. The result is due to the limitations of technology and not because of a malfunction with the device. The file has been forwarded to zoll engineering to be added to the ECG library for future releases. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.